Manufacturer narrative:
Device not available.

Event description:
A patient was scheduled for a procedure. The physician was using a mitroflow valsalva conduit for the first time. The physician cut the mvc on the valsalva to use the conduit like a standard conduit. It was reported there was a foreign object, potentially a part of the accessory, left in the patient. The patient developed a fever. No other information was reported.

Event description:
A patient was scheduled for a procedure. The physician was using a mitroflow valsalva conduit for the first time. The physician cut the mvc on the valsalva to use the conduit like a standard conduit. Only the conduit was used and no valve was involved. It was reported there was a foreign object, potentially a part of the accessory, left in the patient. The patient developed a fever. The site reported they do not know the source of the fever. The outcome of the patient is unknown. Information regarding any re-operations is unknown. The serial number, device model and catalog number are unavailable.

Manufacturer narrative:
The manufacturer received additional information from the site on nov. 15, 2018. The following updated event description has been included. A patient was scheduled for a procedure. The physician was using a mitroflow valsalva conduit for the first time. The physician cut the mvc on the valsalva to use the conduit like a standard conduit. Only the conduit was used and no valve was involved. It was reported there was a foreign object, potentially a part of the accessory, left in the patient. The patient developed a fever. The site reported they do not know the source of the fever. The outcome of the patient is unknown. Information regarding any re-operations is unknown. The serial number, device model and catalog number are unavailable. The device is not available, the serial number, model number, and catalog number are all unknown. Based on this there are no investigations possible at the present time. The manufacture followed up for additional information and no further details were available other than the information included in the event summary. Based on this no investigations have been performed and the root cause cannot be determined. If additional information is received the manufacturer will perform any possible investigations based on the received information and will update the competent authorities accordingly.